Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and corrections. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following additional finding: the cover glass of the insertion section contains residual liquid. Based on the results of the investigation, it is likely that the following led to the malfunction: it is probable that the poor image quality is due to a broken meniscus of the charged coupled device (r-unit). A device history record review revealed no issues that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use which state: "notice risk of damage to the product the endoscope is a precise optical device. Careless handling may damage the endoscope. Always handle the endoscope with care. Do not hold the endoscope by the distal end only. Do not bend the insertion tube. General inspection: make sure that the product has: no dents, cracks, bending, or deformations, no cuts and other defects on the outer sleeve of the cable, no scratches, no corrosion, no lens damages or cover glass damages, no missing or loose parts. Check all markings on the product for clear visibility." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the rigid video scope had a "vision problem". There was no patient involvement.

Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope had a "vision problem" . There were no reports of patient harm.